Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Analysis was unable to perform displacement test due to cracked and bleeding glass. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump's screen was broken. Blood glucose was not provided at the time of the incident. The insulin pump was replaced and is expected to return for analysis.